Event description:
The pt's attorney contacted the manufacturer and stated "shortly after implant. The pt developed an infection. This required removal of the stimulator and all hardware. At the time of the removal, a portion of the hardware became detached and remained implanted in the pt's neck, resulting in persistent infection, a longer recovery for the pt and subsequent surgery at another institution to remove the retained hardware. Investigation reveals that the retention of a portion of the stimulator was clearly due to a failure of the device and/or its hardware, and not due to any negligence on the part of surgeon, who follow all appropriate procedures in removing the device."